Event description:
Breast augmentation in 8/84 using the co's 220cc silicone gel breast implants. The implants were removed in 6/91. The implants were found to be ruptured. The right implant was almost totally disintegrated according to the operative report. No capsules were removed. She was seen by dr in 1992 and responded very well to gamma globulin treatments. At this point she has had increasing strength in her legs with increasing ability to walk. Bladder difficulties have also improved. Pt's present symptoms still include frequent night sweats, muscle aches in the legs as well as joint pain in the right hip area and at times swallowing difficult and fatigue. On ultrasound examination, there is a silicone containing lymph nodes in the left axilla. Xeromammogram showed definitive capsules under both breasts. The excision of the capsule is medically necessary because the capsule contains silicone and polyurethane which the pt may be reacting to.